Event description:
The report concerns a pediatric patient (male, 3.7 years old) with focal segmental glomerulosclerosis (fsgs) receiving ldl adsorption therapy using liposorber la-15-au. The patient underwent the 7th liposorber treatment on (B)(6) 2025. Approximately 3-4 days after the treatment, the patient developed a ~5-pound weight gain with worsening edema and dyspnea. On (B)(6) 2025, the patient was hospitalized due to worsening edema and shortness of breath. Medical interventions included albumin infusion, IV furosemide (lasix), and paracentesis. The patient improved with treatment and was discharged on (B)(6) 2025. The event was assessed as a serious adverse event (sae) requiring hospitalization; it was not classified as a serious adverse device effect (sade). The relationship to the device was recorded as unknown, and the treating physician noted that the sae was considered related to the patient's underlying condition rather than the device.

Manufacturer narrative:
Manufacturer evaluation: the suspect device was not available for evaluation because it was reportedly discarded by the user facility and not returned. Therefore, device and component-level evaluation could not be performed. A review of device history records (DHR) for liposorber la-15-au, lot no. Lap1674-a0366 / lap1674-a0367, was conducted. No nonconformities or abnormalities were identified during the manufacturing process. Based on the currently available information, no device malfunction was reported. The event was assessed as a serious adverse event requiring hospitalization and was not classified as a serious adverse device effect (sade). The relationship to the device was recorded as unknown; while the event was considered related to the patient's underlying condition, device contribution cannot be completely excluded based on the limited information available.